Manufacturer narrative:
The reported event is unconfirmed. Visual: received 1 all-silicone temp sensing foley catheter with sample port connector. Upon inflation asymmetrical balloon present. Deflated within 50 seconds. Also received 5 photo samples: 1) first photo sample shows top view of document written in native language 2) second photo sample shows top view of catheter with syringe used during reported event. 3) third photo sample shows end of catheter with deflated balloon. 4) fourth photo sample shows inflation cap. 5) fifth photo sample shows top view of outer packaging of tray. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation no additional actions are required at this time. Corrections: b, d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, it became impossible to drain the sterile water in the foley catheter. Per investigator's notification received on 27aug2025, it was reported that asymmetrical balloon was found during sample evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, it became impossible to drain the sterile water in the foley catheter.